Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the unit was removed from the bag at the end of a case, some water leaked into the housing where the battery compartment is. It was further reported that battery acid began to leak from the unit and then onto a member of the staff. The staff member washed her skin quickly and then had to change scrubs.